Event description:
Additional information received from the initial reporter confirmed the event occurred during the procedure. The procedure was therapeutic and was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b3 b5 and d10. The information included in b3, b5, and d10 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (integrated circuit (ic) chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "it was confirmed that the operation manual, chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the evaluated event1. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited a cut on the charged coupled device. Due to this, image noise occurred and an image could not be displayed. Additionally, due to damage on the circuit board of the video plug section, image noise occurred and an image could not be displayed. There were no reports of patient involvement.